Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited foreign objects on the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the foreign material could not be identified. There was no damage to the area where the foreign material was detected. And there were no obvious deviations, from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented, by following the instructions provided in: chapter 3: compatible reprocessing methods; chapter 4: reprocessing workflow for endoscopes and accessories; chapter 5: reprocessing the endoscope (and related reprocessing accessories); chapter 6: reprocessing the accessories; chapter 7: reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.